Manufacturer narrative:
The manufacturer received the device implant date on (B)(6) 2020, and was notified no further information was available. The following updated event description has been entered in section b5. On (B)(6) 2014 a patient received a mitroflow lxa biological aortic valve implant as part of an avr. The manufacturer was notified the device was explanted on (B)(6) 2019 as a result of structural valve deterioration leading to aortic stenosis. The leaflets were reportedly hardened and were not functioning correctly. The device was retained by the site and is not available for return. The manufacturer received follow-up identifying no further information was available and that the site was not willing to provide results of the pathological test. Because the device serial number is unknown and the device is unavailable no further investigations are possible at this time. The manufacturer is unable to determine the root cause of the structural valve deterioration due to the lack of analysis possible. However, structural valve deterioration is a known inherent risk of device with biological valve implantation.

Event description:
On (B)(6) 2014 a patient received a mitroflow lxa biological aortic valve implant as part of an avr. The manufacturer was notified the device was explanted on (B)(6) 2019 as a result of structural valve deterioration leading to aortic stenosis. The leaflets were reportedly hardened and were not functioning correctly. The device was retained by the site and is not available for return.

Manufacturer narrative:
At this time the manufacturer has been notified that the device is not available for return and the device serial number is presently unknown. Based on this information no investigations can be performed and the root cause of the reported event cannot be established. If further information is received the manufacturer will perform all available investigations.

Event description:
The manufacturer was notified of a device explant involving a mitroflow 12a aortic heart valve prosthesis. The device was explanted on (B)(6) 2019 as a result of structural valve deterioration leading to aortic stenosis. The leaflets were reportedly hardened and were not functioning correctly. The device was retained by the site and is not available for return.